Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. No patient injury was reported. The system operates as intended.

Event description:
The customer reported, the system displayed white images during a procedure. No patient injury was reported.